Manufacturer narrative:
The device history record (DHR) review and service history record review was completed and confirmed that the console was last serviced on (B)(6) 2020 and the console was fully functional with no issues. A review of the device instructions for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The console was repaired onsite. The replaced top cover and chiller were received for analysis. Visual examination identified the top cover in good physical condition. It was a little dirty from normal usage wear. The monitor flipped up and down and hold in place. The front and back lids were in place, and opened and closed with no issues. During functional testing the touch screen function was observed faulty. Visual examination identified the chiller in good physical condition and all the components were intact. There were small traces of dried water residual on the bottom plate of the chiller indicating normal usage sign. The chiller passed the functional testing. Based on the analysis results, the as reported event of error 233 (laser power supply interlock clearing test failed), error 302.13 (master control board hardware interlock bit, fiber not present) and error 202.11 (laser power supply hardware interlock, interlock open) was confirmed. The cause for 200 and 300 error codes was due to an electrical circuit failure with the top cover assembly. The chiller did not contribute to the reported complaint. Based on analysis findings, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, error codes 233, 302.13 and 202.11 appeared on the console screen and would not clear. The procedure was not completed due to this event. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review and service history record review was completed and confirmed that the console was last serviced on 09 july 2020 and the console was fully functional with no issues. A review of the device instructions for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The console was repaired onsite. The field service engineer (fse) observed that the emergency off switch had no detent, the display screen image overlay did not have power settings and the chiller would quit during warmup mainly when switching deionized (di) filter into flow path. Based on the analysis results, the as reported event of error 233 (laser power supply interlock clearing test failed), error 302.13 (master control board hardware interlock bit, fiber not present) and error 202.11 (laser power supply hardware interlock, interlock open) was confirmed. The fse replaced the emergency off switch, top cover and chiller. The laser power detector calibration was checked, and the laser power output was checked at low, medium and high power settings. The console performs according to manufacturer specification. Based on the analysis findings, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, error codes 233, 302.13 and 202.11 appeared on the console screen and would not clear. The procedure was not completed due to this event. There were no clinical consequences to the patient.

Event description:
It was reported that during a photo-selective vaporization of the prostate (pvp) procedure, error codes 233, 302.13 and 202.11 appeared on the console screen, and would not clear. The procedure was not completed due to this event. There were no clinical consequences to the patient.